Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to loose drive support disk. Unit passed displacement and rewind test no rewind anomaly noted.

Event description:
It was reported that the insulin pump had an alarmed during the rewind. Nothing further was reported.